Event description:
It was reported that a patient received a discrepant result when testing with a coaguchek xs meter (serial number unknown). When attempting to test, the patient first received an error indicating an issue with applying blood to the test strip. The patient then received two additional errors indicating an issue with test strip interference. The patient was then able to get a successful test with the meter, resulting in a value of 5.3 inr. Within 5 minutes of meter testing, a sample from the patient was tested in the laboratory using an unknown coagulometric method, resulting in a value of 3.64 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. The customer's meter and test strips were returned for investigation where they were tested with retention controls. Testing results (qc range = 2.4 - 3.0 inr): qc measurement 1 = 2.7 inr. Qc measurement 2 = 2.6 inr. Qc measurement 3 = 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Medwatch field initial reporter occupation. Occupation - the occupation is patient/consumer.